Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed open and bleeding sores under the lifevest equipment. The patient has a history of breast cancer. There was no alleged device malfunction contributing to the irritation. The patient applied medicated powder and gauze to the irritation. Additionally, the patient reported that she had a yeast infection and was prescribed calorimetric cream. Follow up indicated that the patient's skin irritation improved.